Manufacturer narrative:
Catheter: model: 8709sc, serial # (B)(4), implanted on: 2011 (B)(6), explanted on: unk.

Event description:
It was initially reported that the actual residual volume (arv) was greater than the expected residual volume erv): arv: 17ml, erv: 1.5ml. It was stated that the patient never had therapeutic effect, despite dose increases. This was the patient's second refill and was the first with drug in the pump. Prior to that the pump contained pfns (saline). There were no alarms, programming was correct. No diagnostic studies had been performed as of 2011 (B)(6). Drug delivered was morphine. It was later reported on 2011-(B)(6) that the patient experienced return of pain. Arv: 7.5ml, and erv: 17ml. There were no alarms; diagnostics had not been performed but a cap dye study and roller study were planned. On further follow-up with the hcp on 2011 (B)(6), it was stated that the cause of the discrepancy was not known. Hcp could not aspirate the side port so, he didn't want to inject dye and did not perform a dye study; however a roller study was done and didn't find any issues. A fluoroscopy was then done and "it looked like the catheter had a few kinks". It was corrected that the 17 ml reported previously as erv was arv and that hcp was expecting a lot less. Hcp filled the pump last week with normal saline and put it at the minimum rate. Per the hcp patient always complained that they are not as good as the trial, "since they aren't getting anything". Hcp planned to send the patient back to the surgeon and replace the catheter.